Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement, however device data and diagnostics were unavailable because the battery had reached battery capacity depletion. Technical services (ts) recommended evaluating the right ventricular (rv) and right atrial (ra) leads at the upcoming device changeout to identify which channel had triggered the lss. This ra lead remains in service at this time. No adverse patient effects or interventions were reported at this time. Product return was requested.